Event description:
Zoll distributor returned a monitor sn (B)(4) indicating that the biphasic pulse was out of specifications.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (biphasic pulse out of specifications) was confirmed. As received, the monitor failed incoming testing and display code 102 - charger profile fault. Upon evaluation, the r45 resistor was open on the computer/ analog board. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.